Event description:
The facility representative reported a colleague infusion pump with failure code 814:04. It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient injury or medical intervention related to the device. Device evaluation confirmed the reported condition, which interrupted delivery. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4). Section has been provided with the field corrective action number.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a failure code 814:04. The root cause could not be determined and no repairs were performed, as this is a baxter owned device. Review of the device event history determined that the reported condition occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.